Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was evaluated and it shows a device packaging but does not show the reported defect. Therefore, a functional tests were conducted on 30 retained samples using 10 tubes per needle to assess device functionality. All samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, these 30 retained samples were tested for retraction lockout functionality, and all samples passed as they were activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the non-patient needle sheath kept getting stuck when changing the tubes. Also, per the customer, the issue poses a significant safety hazard for staff as it increases the risk of exposure to blood borne pathogens.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the non-patient needle sheath kept getting stuck when changing the tubes. Also, per the customer, the issue poses a significant safety hazard for staff as it increases the risk of exposure to blood borne pathogens.